Event description:
It was reported that a pt underwent a sling procedure in 2005. Postoperatively, the pt experienced exposure of the tape and had a prolapse. A reoperation was performed on the pt. There was no further info available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.